Event description:
Our (B)(4) affiliate reports that on (B)(6) 2010, a doctor called to report admitting a pt to the hospital and treating a pt for peripheral corneal ulcers in both eyes (ou). The pt was wearing 1-day acuvue define brand contact lenses and had worn the product in question continuously ou for two weeks. This report is for the right eye. On (B)(6) 2010, the doctor provided add'l info. Doctor reported that on (B)(6) 2010, the pt developed pain and was unable to open ou. The pt presented to a local eye care professional (ecp) who noted peripheral ring shaped ulcers, white elevated lesions and neovascularization ou. The pt was diagnosed with possible acanthamoeba keratitis, a "fragile corneal epithelium" and was referred to a local hospital for further treatment. On (B)(6) 2010, the pt presented to the hospital for admission and treatment. The doctor also confirmed the diagnosis of peripheral corneal ulcers ou. A culture was performed; results were negative for acanthamoeba. Doctor reported that the ulcers were "non-infectious and caused by decreased oxygen." The pt was treated with cravit, hyalein and ecolicin eye drops and loxonin tablets for pain relief. Doctor reported that, on the third day of admission, the corneal epithelium was desquamated and that the pt's va decreased from 1.2 (20/20) and 0.9 (20/25) in each eye to 0.6 (20/35) and 0.15 (20/130). The pt began treatment with rinderon drops at that time. On (B)(6) 2010, the pt was discharged from the hospital; the pt's va "was recovered" ou. No add'l info is expected to be rec'd. The product in question is not available for return and the lot number is unk. Based on the limited info available, no further investigation can be conducted at this time. If add'l info is rec'd, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method: device not returned. No eval will be performed. Conclusions: no conclusions can be drawn.